Event description:
The handle (cocking lever) of a biopince" ultra full core biopsy instrument 18ga x 10cm (use with optional co-axial needle: mcxs1810bp) broke when the provider was cocking it to use to obtain a biopsy on the patient. This failure mode has happened at least three times over the last few months. This failure mode does delay the procedure time because a new gun needs to be retrieved and opened to complete the procedure. Our materials management department has been in contact with the company's representative with this ongoing issue.